Event description:
Pt's sister ER inlaw (B)(6) phoned and stated that pt passed away on (B)(6) 2021. Arthritis - unilateral primary osteoarthritis right knee. (B)(6) "arxpharmaauditteamalliancerxwp.com."